Event description:
During initial cochlear implant surgery, the electrode array reportedly was positioned in a sacular space below the malformed cochlea. Since initial activation, the pt reportedly reacted to stimuli. However, no performance benefit reportedly was observed for this pediatric pt for several months. Programming adjustments reportedly were made. However, no improvement reportedly was observed. After consulting with two cochlear implant surgeons, the family members decidedly requested that explant surgery be scheduled. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.